Event description:
The ge oec 9600 fluoroscopy system had artifacts reported to be in the images.

Manufacturer narrative:
The ge oec service rep investigated the issue and found artifacts to be outer edges of the collimator that was re-calibrated to restore proper image quality. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.